Event description:
Dental assistant reported that an implant failed due to perio involvement and bone loss.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history was not possible since the lot number was unavailable from the md.